Manufacturer narrative:
(B)(4). Bard MDR ref #: (B)(4). MDR ref #: 9615742-2011-00007 (avaulta posterior biosynthetic support system). Note: this report corresponds with bard's report # (B)(4) for an "avaulta anterior support system".

Event description:
Procedure type: urological. According to the reporter: the patient underwent an anterior repair and posterior repair procedure for treatment of pelvic organ prolapse. Allegedly, the patient experienced damage to an organ system and pain. Patient has undergone or will undergo corrective surgery or surgeries.